Event description:
The doctor reports that the int415 implant was stuck in its packaging, while the int413 implant was loose and fell to the floor after being taken out of the packaging. It came loose, and upon removing it, it fell from the container, but not from the driver. The affected dental positions are unknown. The doctor indicates in the per that the procedure was concluded by placing other implants.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
One osseotite tapered certain implant (int413) was returned for investigation. Following further visual/physical evaluation by sme, the implant was confirmed to be severely damaged at the threads (partially broken or deformed). Additionally, it was observed that seating surface presented damages, most likely caused by a dental bur or rotary drill. The implant does not show symptoms of use (implantation), however, the damage seen on it is not caused by a fall to the ground. Commonly, when an implant falls to the ground, some nicks or minor damage may occur on the external surfaces, but the damage that can be seen on the implant does not correspond to the reported event. Therefore, the reported event/coob has been unconfirmed. DHR review for the lot (2022040368) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2022040368) and no similar event or complaint was found. (Complaint category keyword: packaging: other). The customer did not submit images. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 8/1/2022. Information identified: sterility. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of device/packaging outside of zimvie controls. Therefore, based on the available information, an unrelated malfunction did occur (damaged threads possibly due to improper handling). However, the reported event/coob has been unconfirmed following further evaluation by sme. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.